Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris secondary set was under fusing the following information was received by the initial reporter with the following verbatim: cec rounding on 4 main and rn asked for help with infusing glass tylenol bottle. Rn stated infusion was not running correctly. Cec assessed infusion set up and visually it was correct. Cec asked rn how infusion was initially primed as a secondary medication. Rn unsure as he did not hang or prime medication. Rn obtained new secondary infusion set and changed tubing. Cec provided education on priming with a glass bottle, by first setting glass bottle on counter and spiking bottle, hanging bottle on IV pole and filling the drip chamber 2/3 full before opening up the vent cap. Rn restarted infusion and the secondary tylenol infusion continued to run very slowly. Cec contacted (B)(6), cc (previously visited site with change in secondary tubing). (B)(6) stated that tylenol needs to be vented and to provide education on venting the bottle after spiking for a few seconds, closing the vent cap and then proceeding to fill drip chamber, open vent cap and prime tubing. She also suggested to not backprime glass bottle infusions. This education was provided to (B)(6), rn educator for alaris at upmc (B)(6).